Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
No device was returned; however, the AED 3 battery was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the AED 3 battery. The AED 3 battery was scrapped, and a replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.